Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose and went to the emergency room on (B)(6) 2015. He was hospitalized from (B)(6) 2015 and had a minor stroke due to the low blood glucose. The caller stated that the customer's spouse and son did not like the insulin pump because it was causing low glood glucose incidents, so the customer stopped using it. The customer was not wearing the insulin pump and had not been wearing it since august of 2015. The customer passed away on in a hospital on (B)(6) 2015. The customer was hospitalized on (B)(6) 2015. The cause of death was pancreatic cancer. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump. The customer used sensors but had stopped using them in the beginning of august. The insulin pump had been discarded by the spouse. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.